Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the quattro lead helix would not extend due to the driveshaft lug being stuck on the retraction stop. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead was extrinsically compressed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited suspected premature battery depletion. It was noted that the right ventricular (rv) lead experienced high thresholds which may have been linked to the rapid depletion. The ICD and rv lead were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID 5076-52 (serial: (B)(6)); product type: 0270-lead-lv-pace; implant date: (B)(6) 2020, product ID ddmb2d4 ((B)(6)); product type: 0235-ICD; implant date (B)(6) 2020; explant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.